Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The device was received with the cannula deployed and the formed needle visible in the exposed portion in the soft cannula. Blood was noted on the adhesive pad. The formed needle was dislodged from the slide retract, causing a failure to retract. The slide retract was defective. The unretracted needle contributed to the bleeding at the infusion site. This would not affect the ability of the pod to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours on the abdomen. Patient's mother noticed the pod was leaking and removed device. As treatment, a manual injection of insulin may have been delivered and a new pod was applied.